Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two weeks following the implant procedure, this patient was admitted to the hospital due to right ventricular (rv) lead perforation and pleural effusion. The rv lead was explanted. The physician indicated that as long as it is not necessary, no other rv lead will be implanted. Device is programmed to aai. No additional adverse patient effects were reported.